Manufacturer narrative:
Product analysis(B)(4) 9: evaluation determined that the device does not work. The likely cause of failure identified as bearing detached. It was also noted the bearings were worn, the laser markings were fading, the color ring was discolored, the input and output drive shafts were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the motor was not working and that the attachments were not possible to rotate and did not work. It was reported that there was no patient involvement .